Event description:
Information was received indicating that the pump was alarming no disposable, pump won't run with a smiths medical, cadd medication cassette attached with 31 ml infusion remaining. It was reported the end user switched pumps and began infusion without further issues. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).